Event description:
It was reported that the patient experienced an overstimulation sensation at the paresthesia area following a fall a week before the report. The patient was also unable to adjust stimulation. The patient felt "painful" and couldn't turn the stimulation off. It was verified that the stimulator was off and turned down to lowest setting. The patient noted stimulation "in his heart" as well. Additional information has been requested, but was not available as of the date of this report.